Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2017 during which the surgeon noted ¿the mesh was wadded up into a hard ball. The mesh was surrounded by fluid and had adherent tissue. The surgeon debrided some tissue and then removed the mesh and this tissue.¿ it was reported that the patient experienced severe pain, discomfort, nausea, diarrhea, inflammation and loss of appetite. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 04/08/2021.